Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 54 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.